Manufacturer narrative:
(B)(4). The UDI information is unavailable as the customer did not provide the lot number. The customer provided one photo for analysis. The complaint of arterial guidewire separation was able to be confirmed as the customer photo revealed clear visual evidence of a separated guidewire once the device was removed from the patient. The complaint of guidewire and needle resistance could not be confirmed without the sample returned for investigation. No additional visual analysis could be performed without the sample. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) an arrow arterial catheter was used to access the left radial artery and the guide wire of the catheter sheared and a fragment of it was lodged on the left arm soft tissue. Vascular surgery and ir were consulted, and no interventions were recommended." There was no patient harm or injury. No medical interventions required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The UDI information is unavailable as the customer did not provide the lot number.

Event description:
It was reported "on june 4 an arrow arterial catheter was used to access the left radial artery and the guide wire of the catheter sheared and a fragment of it was lodged on the left arm soft tissue. Vascular surgery and ir were consulted, and no interventions were recommended." There was no patient harm or injury. No medical interventions required. The patient's current condition is reported as "fine".